Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the night of (B)(6) 2025, the patient experienced a seizure and became unresponsive. Emergency medical services were contacted, and upon arrival, paramedics recorded a cgm reading of 209 mg/dl, while a finger stick blood glucose measurement showed 49 mg/dl. Treatment for hypoglycemic shock was not documented. The patient was transported to the emergency room at approximately 2:00 am on (B)(6) 2025, and hospitalized. Medication was administered for the seizure, though specific details were not available from the reporter. During hospitalization, the patient¿s blood glucose levels were monitored before each meal using finger stick testing, and the readings consistently differed from the cgm values. Exact bgm and cgm readings were not provided. The patient continued receiving her regular diabetes medications, though no specifics were reported. Currently, the patient¿s finger stick glucose readings have improved, but cgm readings remain inaccurate. The patient remains hospitalized and under observation. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.